Event description:
It was reported that there was a chronic impedance rise, to > 2000 ohms. The lead was replaced more than a year ago. No patient complications have been reported as a result of this event.